Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user observed damage on the orange area of the monopolar curved scissors. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The monopolar curved scissors tip cover accessory was added and selected as the primary product.

Event description:
Refer to h11 for follow-up information.